Manufacturer narrative:
Physio-control provided the customer with technical assistance. It was later confirmed by the customer that the device has been permanently removed from service. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.